Manufacturer narrative:
The cannula have been discarded by the center. The MFR has requested the product identification info from the center. No further info is available at this time. The cannula have been discarded by the ceneter. The manufacturer has requested the product indetification information from the center. No further information is availabl at this time.

Event description:
A bi-ventricular assist device (bivad) patient was implanted in 2004. After implantation, the patient showed signs of hemolysis. Values of free hb of approximately 50. Eleven' days later, the patient was taken back to the operating room and the atrial cannula was repositioned. The following day, the patient was returned to the operating room and the cannula was replaced. The patient received donor blood and his hemolysis values increase with free hb values of 200 to 300. The cannula replacement was unsuccessful in resolving the hemolysis. Both pumps were exchanged the next month, (please refer to 2916596-2004-00164 for further information.